Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic mini gastric bypass procedure. The powered stapling device was being used for creating the bypass. The stapler was able to fire three reloads successfully. On the fourth reload it did not fire completely. The knife stopped after forming only three to four staples. Were able to open the jaws of the reload but were unable to unload the reload from the adapter. The reload was stuck on the adapter. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient has no injury.